Event description:
The customer reported a user interface module that remained blank when installed, only the leds on the membrane switch panel were lift up. This was an out of box failure, there was no pt involvement.

Manufacturer narrative:
Carefusion failure analysis lab evaluated the alleged faulty user interface module, and was unable to reproduce the reported ¿blank screen¿. The user interface module was allowed to cycle overnight, and was still operational the next day. They cycled the power 10 times, and uploaded new software with no issues. As a precautionary measure, the control printed circuit board assembly was replaced with a new one. Findings/root-cause: could not duplicate the reported blank screen issue.

Manufacturer narrative:
Per info provided by the customer, carefusion technical support shipped but a replacement user interface module. A returned goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for eval. The alleged faulty user interface module was received by carefusion on (B)(6) 2015, and is awaiting eval. Once evaluated, a f/u medwatch report will be submitted.